Manufacturer narrative:
.

Event description:
The customer stated that they received questionable ion selective electrode (ise) sodium test results for an unspecified number of patient samples tested on a cobas 8000 ise module. The customer also noted that their ise chloride control is out of range. The customer stated that they caught the ise sodium results because they were auto-repeating samples. The event occurred between (B)(6) 2016 and (B)(6) 2016. The customer provided data for a total of seven patient samples that had erroneous ise sodium and ise chloride results. Of these, four are reportable as a malfunction for ise sodium. The customer stated that the initial and repeat ise chloride results matched within 2-3 mmol/l for these 4 samples. The first sample initially resulted as 152 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer, resulting as 142 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 149 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer, resulting as 143 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The third sample initially resulted as 152 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer, resulting as 143 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The fourth sample initially resulted as 150 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer, resulting as 139 mmol/l. The repeat result was believed to be correct and a corrected report was issued. It was asked, but it is not known if these patients were adversely affected. No adverse events were alleged. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative removed covers and found a loose/dirty sipper nozzle. He cleaned the sipper nozzle and dilution vessel, replaced all electrodes, and primed the ise module. Calibrations and controls were run multiple times and results were within specified limits. A specific root cause could not be determined based on the provided information.